Event description:
Caller reported that a malfunction occurred on a pump. Blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact to the customer¿s blood glucose level. Technical support provided information on how to reset the pump and assisted the caller with this process. The malfunction code did not recur after the reset, and the customer was advised to continue using the pump and call back if any issues occurred.